Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump would not turn on. During physical inspection, it was found that the downstream occlusion seal was delaminated. There was no patient involvement, no patient injury was reported.